Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, one tampon for six hours for feminine hygiene (lot number 0283m8149 and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, when she tried to remove the tampon, the string broke and the entire tampon got stuck inside her body. After six to twelve hours, she was able to completely remove the entire tampon. She mentioned that either the string was not attached to the tampon or it got pulled out completely from the tampon. On (B)(6) 2013, she used another tampon and experienced the same problems. After six to twelve hours, she was able to completely remove the entire tampon and did not use the device further. She did not notice any other problem with the tampons. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00107. The manufacturer report number for the first product in this case is 8022269-2013-00106. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) year-old caucasian female consumer reporting on self from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, one tampon for six hours for feminine hygiene (lot number 0283m8149 and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, when she tried to remove the tampon, the string broke and the entire tampon got stuck inside her body. After six to twelve hours, she was able to completely remove the entire tampon. She mentioned that either the string was not attached to the tampon or it got pulled out completely from the tampon. On (B)(6) 2013, she used another tampon and experienced the same problems. After six to twelve hours, she was able to completely remove the entire tampon and did not use the device further. She did not notice any other problem with the tampons. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on 06-nov-2013 the consumer did not consult a healthcare professional. She mentioned that, two days later, she experienced minor pain in her genital area which resolved after an unspecified duration. Returned sample received on 24-oct-2013 was visually and physically inspected and no non-conformance or manufacturing defects were found. A review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this type of complaint was observed. A review of product related issue revealed no changes. Visual inspection of the retain sample revealed no anomalies. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00107. The manufacturer report number for the first product in this case is 8022269-2013-00106. This closes out this report unless other additional significant information is received.